Event description:
Unomedical reference number (B)(4). Event occurred in netherland. On (B)(6) 2024, it was reported that, the patient experienced an issue with leaking infusion sets that caused a blood glucose (bg) level of 30 mmol/l. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.